Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the driver stopped completely during insertion of the io in the proximal humerus. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. When the trigger was pressed, the driver had no power. Thermal deformation to the housing was observed which is indicative that the motor ran continuously for an extended period of time. Black cradle marks were observed on the housing of the handle, indicating the driver was stored in the vascular access pack. The motor was connected to dc power supply and set to approximately 18v. When the trigger was pulled, the led flashed red. The driver's led is programmed to blink red when the driver is near its end of life and needs to be replaced. The eeprom data was parsed and analyzed. The eeprom data confirmed that the driver motor continuously ran for an extended period of time. The data showed that there was 1 trigger pull of over 5 minutes which further supports that the driver was stored incorrectly which lead to battery depletion. This device was manufactured in 08/2015 and is approximately a year old. The cause for the driver losing power was because the batteries are depleted. The cause for the battery depletion was due to incorrect storage based on the thermal deformation and trigger pull of greater than 5 minutes long. (Con't) other remarks: no deficiencies were identified with the device. The ez-io driver instructions for use states "when storing the vascular access pack (vap) remove the trigger guard to prevent accidental activation of the ez-io power driver." Additionally, there is a flyer provided with each vap bag which provides illustrations showing to remove the trigger guard when storing in the bag.

Event description:
The customer alleges that the driver stopped completely during insertion of the io in the proximal humerus. The patient's condition is reported as fine.